Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 174 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 135 mg/dl. During call on (B)(6) 2016, the customer stated that felt warm and shaky. The customer declined medical attention at time of call. The customer stated he did not currently have any diabetic symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 216 mg/dl and 209 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/16/2017 and open vial date is undisclosed. Customer stated he hadn't made any changes to his diet or medication (humalog). The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:high readings.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 174 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 135 mg/dl. During call on (B)(6) 2016, the customer stated that felt warm and shaky. The customer declined medical attention at time of call. The customer stated he did not currently have any diabetic symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 216 mg/dl and 209 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/16/2017 and open vial date is undisclosed. Customer stated he hadn't made any changes to his diet or medication (humalog). The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:high readings.